Manufacturer narrative:
Investigation: on visual inspection of the six samples and 2 pictures received it can be observed brown foreign matter inside 2 syringes, on the plunger nerve of 1 syringe and yellowed foreign matter outside the barrel of 2 syringes. DHR of lot 1610704p has been reviewed not finding any annotation or deviation regarding foreign matter during manufacturing process. Assembly line where this lot was manufactured has installed a blowing-vacuum system for particles inside the barrel. On inspection at 10x it can be observed that brown and yellowish foreign matter are greasy but we cannot determined the root cause of this foreign matter. Equipment of manufacturing line is regularly cleaned according to procedure. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures root cause: on inspection at 10x it can be observed that brown and yellowish foreign matter are greasy but we cannot determined the root cause of this foreign matter. (B)(4).

Event description:
It was reported that foreign matter (dirt particles and other unknown substances) was found in the bd plastipak¿ 50ml luer lock syringe(s) - non sterile, before use. No reported injury or medical intervention.